Event description:
It was reported that there were unacceptable thresholds and undersensing, and the lead was suspected to have perforated. Repositioning was attempted, after which, there difficulty extending the helix. It was also reported that there was a "strange angle" at the tip and the lead. The lead was explanted and replaced. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix/lobe distorted/bent. Inner tubing kinked/buckled. Blood in/on helix mechanism (sleeve head). Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.